Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.

Event description:
It was reported that the patient had wires showing on the black cord on their system controller. There were no alarms or issues noted. The system controller was exchanged.